Event description:
It was reported that electrogram strips showed isolated short intervals that appeared to be double counting of an r-wave by the right ventricular (rv) lead. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 lead, implanted 2013 (B)(6). (B)(4).